Event description:
The danish regulatory body have informed ocd of the occurrence of potential false negative results for two plasma pools tested with the vitros hbsag assay. A false negative hbsag result could present a risk to public health. There was no report of pt harm as a result of this event.